Event description:
It was reported that there was a probable infection but after the physician removed the device no infection was found and that the device was working properly. The date of the surgical intervention was not provided.